Event description:
Routine complaint investigation when a health care provider reported sustaining a needle stick injury from a used consumer lancet. There is no info available at this time as to any medical intervention that was sought or given as a result of this incident.